Event description:
Journal reference: mehta nm, bechard lj, leavitt k, duggan c. Severe weight loss and hypermetabolic paroxysmal dysautonomia following hyposix ischemic brain injury: the role of indirect calorimetry in the intensive care unit. J parenter enter nutr 2008;32(3):281-284. We report a case of dramatic hypermetabolism detected by ic during dysautonomic storms in a pt with anoxic brain injury. The case highlights the role of ic in energy expenditure measurements in the intensive care unit. She had a dramatic weight loss of 20 kg over 8 weeks. Reportable event: despite trials with multiple medications including intrathecal baclofen, the paroxysmal automatic storms continued intermittently for 8 weeks. Surgical replacement and restoration of the malfunctioning baclofen pump finally resulted in complete resolution of her dysautonomia.

Manufacturer narrative:
.